Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), memory impairment ("forgetfulness"), weight fluctuation ("weight gain / loss"), abdominal distension ("bloating") and back pain ("pain- lower back"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, vaginal haemorrhage, memory impairment, weight fluctuation, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse},dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received: events: abnormal bleeding (vaginal), migration of essure device, forgetfulness, weight gain / loss, bloating, lower back pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("pain- lower back"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, abdominal distension, migraine, fatigue, alopecia, memory impairment and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse},dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("pain- lower back"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, vaginal discharge, abdominal distension, migraine, fatigue, alopecia, memory impairment and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, memory impairment, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, migraine, fatigue, hair loss. Reporter information added, patient date of birth, age group added essure indication updated, product stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.